Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Event description:
The arjo service technician informed that the citadel plus bed frame went down on its own. Additionally, the e300 and e410 error codes were displayed on the control panel. There was no patient involvement. No injury was reported.

Manufacturer narrative:
The device inspection revealed that the button located on the side rail control panel responsible for lowering the bed's deck was stuck in the activated position. The bed's movement was initiated by pressing the button. The bed moved even when the button was released. Based on post market surveillance data the most common root cause of a stuck button is damage from impact e.g. Hitting objects like walls and door frames or from natural wear and tear of the component from frequent use. In the complaint at hand there was no indication that the bed was damaged. As at the time of the event the bed was 4,5 years old, the wear due to use is the most likely scenario causing the bed's malfunction. The citadel plus instruction for use (IFU (IFU 831.374-en rev. 11) states that the e410 error code is a general error code which requires technical investigation. Since the e410 reports every possible potential cause, it was necessary to read all the sub-errors to continue further work. The arjo service technician checked sub-errors and found e300 error code. The occurrence of the e300 error code indicates that the control button was depressed for more than 90 seconds. According to citadel plus instruction for use (IFU 831.374.en) to clear the code it is needed to remove pressure from control buttons. If the error code is not clear, service is needed. In the analysed case, the button that was stuck in activated position caused error code occurrence. The citadel plus instruction for use (IFU 831.374.en) instructs: "check operation of side rails" - daily by the care giver "check that the patient controls, care giver controls and attendant control panels operate correctly" - weekly by the care giver "carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" - weekly by the caregiver "failure to carry out these checks, or continuing to use product if a fault is found, may compromise the safety of both patient and care giver. Preventive maintenance can help to prevent accidents." To sum up, the reported symptom occurred due to the faulty button located on the control panel which is responsible for the bed frame movement. The arjo device was not meeting its specification as the bed platform moved on its own. There was no indication of the patient involvement. The complaint was decided to be reportable due to the allegation of the unintended bed movement.